Event description:
Reporter called to inform the FDA that her device in her left breast ruptured and deflated. It was found that the ruptured originated from a hole that was in the device. The device has been explanted and replaced. Reporter has submitted a lawsuit due to being implanted with a defective device but has been informed that she is not allowed to sue the manufacturer due to legal laws by the FDA. This case is ongoing to provide the reporter with accurate information that will allow her to move forward with what she has to do.